Event description:
It was reported that stent dislodgement occurred. The 2.25x20mm promus element plus drug eluting stent was selected to treat the lesion. When advancing the system through the guide catheter, the stent came off the delivery system. The stent was found in the guide catheter and was able to be retrieved. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).